Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient's parent reported that the patient had multiple issues with dexcom. The patent noted that the cgm readings were erratic and that the patient had adhesion issues despite using the over patch. The parent said the last sensor was giving reading low and kept reading high, and the patient died. On (B)(6) 2025, the patient had erratic cgm readings and she was taking insulin the patient went to the emergency department where she reportedly received fluids and was discharged. The next day (09/23/2025), the patient¿s parent called a welfare check while the patient was alone at a hotel. The patient was noted to have been in a diabetic coma and suffered stroke. An ambulance was called and she was taken to the ed where the bg was 500 mg/dl. The parent explained that she used the follow app and the patient used a g6 app. The cgm readings were reportedly fluctuating, described as low then high, then eventually high for hours. The parent noted the patient was not monitoring the bg by fingerstick herself. The patient was treated with insulin drip and placed on life support. She died on (B)(6) 2025. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.